Event description:
Presence of right atrial lead noise, and low-normal impedance suggesting insulation breach although with preserved right atrial lead capture. Because of this, they are a candidate for lead extraction for the purposes of proactive lead management and decreased overall lead burden in the long-term. Additional benefits include minimization of procedures involving the cied [cardiac implantable electronic device] to minimize long-term risk of infection.